Event description:
Pt alleges consulting her physician on three occasions beginning on 7/1/80, because of hardening. Physician's note states encapsulation and suspected rupture and were found to be intact upon removal.